Event description:
It was reported that high, out of range, hv lead impedance was noted. During elective device replacement, the shock configuration was reprogrammed and the lead remained implanted and in use with good electrical values. Patient¿s condition was fine after the event.

Manufacturer narrative:
(B)(4).